Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (defective receptacle) was confirmed. Upon investigation, the monitor had a defective belt receptacle assembly, preventing the monitor from securely staying latched to the electrode belt. No damage to the receptacle or case was found. The root cause for the defective receptacle assembly could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had a defective belt receptacle.